Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
No 510(k) number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically. Depuy still considers this investigation closed.

Manufacturer narrative:
The report states: litigation papers allege the patient has suffered symptoms including but not limited to pain, swelling, and lack of mobility. Doi: (B)(6) 2005. **(B)(6). **update - (B)(6) 2011 - litigation papers allege on or about (B)(6) 2006, patient underwent hip replacement surgery. Since the surgical implant, patient has suffered symptoms including but not limited to pain and lack of mobility. It is further alleged that patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility, conscious pain and suffering, and loss of earnings. It is also alleged patient has tested positive for elevated levels of chromium and cobalt. It is also alleged patient will likely need to undergo revision surgery, physical therapy and other treatment. Doi: (B)(6) 2006, dor: no reported revision. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4) . Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers the investigation closed.

Manufacturer narrative:
Depuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege the patient has suffered symptoms including but not limited to pain, swelling, and lack of mobility. Update - (B)(6) 2011 - litigation papers allege on or abut august 1, 2006, patient underwent hip replacement surgery. Since the surgical implant, patient has suffered symptoms including but not limited to pain and lack of mobility. It is further alleged that patient has suffered significant harm, including but not limited to physical injury and bodily impairment, debilitating lack of mobility, conscious pain and suffering, and loss of earnings. It is also alleged patient has tested positive for elevated levels of chromium and cobalt. It is also alleged patient will likely need to undergo revision surgery, physical therapy and other treatment. Update: (B)(6) 2012 - the sales rep has reported the revision surgery. Patient was revised to address acetabular cup loosening and pain.

Event description:
Litigation papers allege, the pt has suffered symptoms including but not limited to pain, swelling, and lack of mobility.